Manufacturer narrative:
This product is registered as a combination product. As received, a partial lead, measuring 6.6 cm, was returned in one piece. Full breached outer insulation degradation was found distal to connector boot.

Event description:
This report is to advise of an event observed during analysis.